Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil, hoop and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked, the main coil was inside the introducer sheath. The introducer sheath was inspected, and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched, more stretched sections were observed along the main coil. No more damages were found in the device. The delivery wire and the introducer sheath were advanced through the hoop without problems. No resistance was felt. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was inspected, and no anomalies were noted. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the no. Of distal fiber bundles, outer diameter (od) of the zap tip and od of the primary coil were performed and were within specifications. However, dimensional inspection of the no. Of proximal fiber bundles revealed missing fiber bundles.

Event description:
Reportable based on device analysis completed on 30jan2020. It was reported that the coil could not cross and stuck in the catheter. A 8mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil had resistance and could not cross when advanced in the .038' 5fr super torque braided catheter. Subsequently, the coil became stuck inside the catheter even with continuous saline flushing. The procedure was completed with other pushable coils. No complications reported and patient is stable. However, device analysis revealed missing coil fiber bundles.